Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
In a literature review, the following information was obtained. K, oka., et al. "Results of thoracic endovascular aortic repair (tevar) using gore tag." Japanese journal of cardiovascular surgery (0918-6778). Vol.24(3). 287. On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tg3715/7046342). The patient tolerated the procedure. On (B)(6) 2010, a follow-up did not reveal adverse events. Aneurysm diameter was 50mm. On (B)(6) 2010, the patient was discharged of the hospital. Two more follow-up studies were performed, but adverse events were not revealed with aneurysm diameter shrinking to 39mm. On (B)(6) 2012, in two-year follow-up study, aneurysm diameter was 42mm. On (B)(6) 2013, in three-year follow-up study, endoleaks were not present. Aneurysm diameter, however, had enlarged to 44mm. On (B)(6) 2013, a penetrating ulcer was revealed around the distal end of the tg3715. On (B)(6) 2013, the patient was implanted with a gore® tag® thoracic endoprosthesis (tgt3720/11380871) to treat the penetrating ulcer. On (B)(6) 2013, a pseudoaneurysm was revealed around the proximal end of the tg3715. On (B)(6) 2013, the patient underwent reintervention to treat the pseudoaneurysm. During the procedure, the patient suffered from hypotension due to blood loss (500-600ml of blood). An imaging revealed an aorto-esophageal fistula. Intra-procedure transfusion and medications were given to recover the patient's blood pressure, and an endoprosthesis was deployed. Intra-procedure angiography revealed a proximal type I endoleak, so that the patient was implanted with another endoprosthesis. Final imaging revealed the resolution of endoleak, and the patient tolerated the procedure. On (B)(6) 2013, the patient expired due to the aorto-esophageal fistula.

Manufacturer narrative:
.

Event description:
In a literature review, the following information was obtained. K, oka., et al. "Results of thoracic endovascular aortic repair (tevar) using gore tag." Japanese journal of cardiovascular surgery (0918-6778). Vol.24(3). 287. On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis (tg3715/7046342). The patient tolerated the procedure. On (B)(6) 2010, a follow-up did not reveal adverse events. Aneurysm diameter was 50mm. On (B)(6) 2010, the patient was discharged of the hospital. Two more follow-up studies were performed, but adverse events were not revealed with aneurysm diameter shrinking to 39mm. On (B)(6) 2012, in two-year follow-up study, aneurysm diameter was 42mm. On (B)(6) 2013, in three-year follow-up study, endoleaks were not present. Aneurysm diameter, however, had enlarged to 44mm. On (B)(6) 2013, a ruptured penetrating ulcer was revealed around the distal end of the tg3715. On (B)(6) 2013, the patient was implanted with a gore tag thoracic endoprosthesis (tgt3720/11380871) to treat the ruptured penetrating ulcer. On (B)(6) 2013, a pseudoaneurysm was revealed around the proximal end of the tg3715. On (B)(6) 2013, the patient underwent reintervention to treat the pseudoaneurysm. During the procedure, the patient suffered from hypotension due to blood loss (500-600ml of blood). An imaging revealed an aortoesophageal fistula. Intra-procedure transfusion and medications were given to recover the patient's blood pressure, and an endoprosthesis was deployed to treat the aortoesophageal fistula as well as the pseudoaneurysm. Intra-procedure angiography revealed a proximal type I endoleak, so that the patient was implanted with another endoprosthesis. Final imaging revealed the resolution of endoleak, and the patient tolerated the procedure. On (B)(6) 2013, the patient expired due to the aortoesophageal fistula. It was reported that the ruptured penetrating ulcer is one possibility of the aortoesophageal fistula being formed, but it is reportedly unknown how the aortoesophageal fistula was formed. The aortoesophageal fistula was repaired with additional endoprostheses, but as the patient's general health condition was not good, surgical treatment including removal of esophagus was not performed. Additionally, a cardiopulmonary resuscitation (CPR) was given to the patient until the patient's family arrived at the hospital, but any other resuscitation measures were not taken.

Manufacturer narrative:
(B)(4). The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.